Event description:
The customer reported that the insulin pump did not give her a correction bolus for her high blood glucose of 399mg/dl. The customer over corrected with manual injections and her glucose level was 11mg/dl when she woke up, and paramedics were called and treated her blood glucose. The customer stated that she also ate some oatmeal to help bringing up her glucose level. The customer mentioned that her husband passed away and she has been under a lot of stress. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found bad battery and no delivery alarms. Assisted the caller to run a manual prime and the insulin did exit. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. A bolus was programmed using the bolus wizard and the bolus wizard functioned properly. After testing it was concluded that the device operated within specifications.